Manufacturer narrative:
The recipient reportedly experienced inflammation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
It was reported that the recipient's wound did not heal. The recipient's device was explanted.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This is an interim report.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue is reportedly resolved. The external visual inspection revealed dents on the bottom cover. The photographic imaging inspection revealed a broken wire near the electrode contact. System lock was verified. The device passed some of the electrical tests performed. The residual gas analysis revealed a nitrogen level above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. However, impedance across a channel was measured open which is believed to be due to a crack in the conductive epoxy at the feedthru pin-to-substrate connection. A CAPA was implemented. This is the final report.